Manufacturer narrative:
The subject device was not returned, therefore cannot be visually or functionally evaluated. A review of the device history record was performed which confirmed no inconsistencies. The initial report mistakenly indicated that the device was available for evaluation.

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During a hip arthroscopy, it was reported that the operating room nurse set up the shaver to be used and smelled something burning. When he grabbed the hand piece, he felt a slight burning sensation on his hands thru his gloves and noticed the hand piece for the shaver was overheating. This caused the plastic insert on the shaver to melt thru the inside of the handpiece and caused the handpiece sensor failure. No patient or staff injury occurred as a result of this event.